Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name unknown. E1. Initial reporter email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was blood leakage from syringe after blood collection. There was patient involvement, and unknown patient harm reported.

Manufacturer narrative:
Received for investigation one used, decontaminated 3ml provent syringe. No original packaging was present. Pictures were also provided. Visual inspection with magnification revealed a hole near the shoulder of the syringe barrel, thus complaint confirmation. The condition of the sample was such that it was not possible to conduct a leak test. A root cause was not established however, the noted damage would result in leakage to occur. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.